Event description:
Complaint called in by dm on 14sep2021--did 14sep2021. As reported to customer relations: "per dm, physician said that stent migrated from the kidney down into the ureter, which required removal of the stent. (B)(4) unknown if the issue was discovered during regular follow-up procedure or if patient presented with pain/discomfort, prompting the scan. No portion of the stent was left inside the patient. A polymer stent was placed where the resonance stent had been previously." What type and size wire guide was used with the device (during implant) - .035 note: this file will capture the user error of the incorrect size 0.035in wireguide used did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. If yes, please describe. Did the patient require any additional procedures due to this occurrence? Yes. If yes, please describe. Did the product cause or contribute to the need for additional procedures? Yes. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Additional information provided by dm on 04nov2021: "for the ones marked ¿unknown¿, are these items not attainable or are they still pending? Not attainable" - did 05nov2021. Additional information provided by dm on 02nov2021: "what instrument was used to remove the stent from the patient? Unknown. What was the length of the indwell time? Less than 1 year. How long was the stent in-dwelling? Less than 1 year. How often was the stent checked during the in-dwelling time? Unknown. What method was used? N/a. Was the patient using calcium supplementation? - unknown. Was force required to remove the stent? ¿ not to the physician¿s knowledge. Was encrustation evident on the stent? - no. What is the source of the extrinsic compression? ¿ unknown. If caused by a tumor, what is the tumor type? - unknown. What is the stage of the tumor? - unknown. Regarding the implant procedure: what type and size wire guide was used with the device (during implant) - .035. If yes, was the pigtail straightener used? N/a, yes, no- yes"--did 04nov2021. Additional information provided by dm on 28sep2021: "sorry for the delay but I have been busy getting customers products due to the wms issue. This is what I have so far in red: are any images available for review? N/a, yes, no - no. Please specify the storage conditions of the device at the facility, particularly those relating to light and temperature. Out of repstock. What disease mode was the physician trying to treat? ¿ extrinsic compression. Was the stent stored in strong light (e.g. In a pyxis machine) or in direct sunlight? No. Was there difficulty advancing the stent to the target location? No. Did the device come with a pigtail straightener? N/a, yes, no - yes. Did the user attempt to attach the stent to the inserter before or after wire guide insertion? N/a, before, after ¿ not sure what is being asked here. Rms is placed through a sheath. Did the user attempt to attach the tapered end of the stent to the inserter? N/a, yes, no ¿ rms does not have a tapered end. Was this device assembled outside of the body? N/a, yes, no ¿ n/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no - no. If yes, please specify what was observed and where on the device it was observed."--did 29sep2021. Are any images available for review? N/a, yes, no. What instrument was used to remove the stent from the patient? Please specify the storage conditions of the device at the facility, particularly those relating to light and temperature. What was the length of the indwell time? What disease mode was the physician trying to treat? Was the stent stored in strong light (e.g. In a pyxis machine) or in direct sunlight? Was there difficulty advancing the stent to the target location? How long was the stent in-dwelling? How often was the stent checked during the in-dwelling time? What method was used? Was the patient using calcium supplementation? Was force required to remove the stent? Was encrustation evident on the stent? What is the source of the extrinsic compression? If caused by a tumor, what is the tumor type? What is the stage of the tumor? Regarding the implant procedure: what type and size wire guide was used with the device (during implant) did the device come with a pigtail straightener? N/a, yes, no. If yes, was the pigtail straightener used? N/a, yes, no. Did the user attempt to attach the stent to the inserter before or after wire guide insertion? N/a, before, after. Did the user attempt to attach the tapered end of the stent to the inserter? N/a, yes, no. Was this device assembled outside of the body? N/a, yes, no. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation, overall risk associated with failure mode assigned is iii (low). Cancellation report is being submitted, no adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation, overall risk associated with failure mode assigned is iii (low). Cancellation report is being submitted, no adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. The resonance device of lot number unknown involved in this complaint was not returned for evaluation. With the information provided a document-based investigation was conducted. Document review: as the rpn and lot number are unknown it is not possible to conduct a review of the relevant manufacturing records, however, prior to distribution resonance devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. This file is related to (B)(4) (3001845648-2021-00722) - device migrated from kidney to ureter, requiring removal. It should be noted that the instructions for use (ifu0020) states the following: ¿do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ ¿note: use with wire guide with 0.038¿ diameter¿ there is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the use of the incorrect size wire guide. Per the additional information received the device was positioned with a 0.035¿ wire guide, however per ifu0020-18 the user in instructed to use a 0.038¿ wire guide. When the device is used outside of its validated state then it is not possible to state how the device will function. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.